Event description:
Continuous infusion of fentanyl by spectrum pump was running at ~ 4-5 ml/hr last (B)(6). New bottle hung at 12:30 hrs. With 50 ml. At 15:00 pm, the bottle "ran dry" and the pump alarm sounded. Pump screen indicated that 16.3 ml of fentanyl had been infused and 33.7 ml volume in the bottle which was not correct. Despite decreasing the rate of fentanyl and marking the next bottle, staff noticed they were going through vials too quickly. Obtained new pump which infused appropriately. No harm to patient. Affected pump sent to biomed for pm and met specifications. On look back review, same pump was found to have a prior under-infusion complaint last (B)(6). Although pump still meeting pm standards, was removed from service and sent to baxter for further testing.